Event description:
It was reported that the patient noticed that the tracheostomy tapes had become loose. On closer inspection it was identified that the eyelet of the tracheostomy had snapped whilst the tracheostomy was in situ, resulting in a tracheostomy tube change. The patient was also the operator of the device at the time of incident. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.